Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "defib fault 116" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to an interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.